Event description:
During an adolescent femoral nail procedure on (B)(6) 2013 to repair a right femur fracture, the tip from an awl broke off into the femur during repair and had to be removed. Surgery delay for removal was approximately 30 minutes; the fragment was retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.